Event description:
It was reported that while performing a thyroidectomy on a female patient, as they were nearing the end of the procedure, the doctor noticed that the tube was not holding a seal, it was not holding the air that was in the cuff and they had to inflate it manually. They continued to inflate in manually until the end of the procedure. When they removed the tube they inspected the tube and found that the cuff had a separation at the top from the tube and the cuff, and the cuff structure had been damaged. They discarded the device. There was no patient impact.

Manufacturer narrative:
(B)(4). No evaluation summary available, device was discarded by user facility. Method: no testing methods performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.